Event description:
Additional information was received from the rep on 2021-feb-16. The patient weight was reported. It was also reported that no additional actions were taken to resolve the issue. It was reported that the issue was resolved. The device remains in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H7, h9 correction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine and hydromorphone (concentrations and doses unknown) via an implanted pump. It was reported the rep was on her way to the clinic to see a patient that had an MRI on (B)(6) 2021. It was noted the doctor had interrogated and a motor stall message (code 99 on the clinician programmer) showed and the doctor heard the pump alarm. The rep interrogated again for telemetry mode. The second interrogation showed a motor stall recovery on the date of this report while the patient was in the office. The patient reported not hearing the pump alarm however, the patient also reported a loss of therapy and had underdose and withdrawal symptoms. It was reviewed in telemetry mode the pump was dispensing medication, but reviewed they did go without therapy during MRI and sometimes the stall can last a bit longer. No other details known at time of the report.